Manufacturer narrative:
Philips service resolved the cable contact issue, restoring normal operation. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the wireless footswitch single-shot function was not working on an allura xper fd20/10. The clinical use of the system was in use. There was no reported patient or user harm.